Manufacturer narrative:
10/13/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. During co's evaluation, no abnormalities were observed. The instrument fired satisfactorily.

Event description:
The device was used during a gastrectomy procedure. Reportedly, the instrument partially fired. The surgeon applied another device and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.